Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("two essure occlusion devices, which overlie the expected position of the fallopian tube / essure is not visualized"), menorrhagia ("heavy menses"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("vaginal bleeding") and haematochezia ("blood in stool") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 1 month after insertion of essure, the patient experienced fatigue ("fatigue"), uterine polyp ("endomaterial polyp"), heart rate irregular ("irregular heartbeat"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), rash ("rash"), urticaria ("hives"), dizziness ("dizziness"), balance disorder ("loss of balance"), diarrhoea ("diarrhea"), constipation ("constipation"), haematochezia (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and memory impairment ("forgetfulness"). On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced muscle spasms ("cramping radiating to her left thigh and lower back"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), osteoarthritis ("osteoarthritis"), ovarian cyst ("ovarian cyst") and medical device discomfort ("discomfort"). The patient was treated with surgery (hysteroscopy,dilation and curettage with novasure endometrial ablation), surgery (hysteroscopy,dilation and curettage with novasure endometrial ablation), surgery (hysteroscopy,dilation and curettage with novasure endometrial ablation) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue, uterine polyp, skin irritation, heart rate irregular, abdominal pain, dyspareunia, arthralgia, muscular weakness, rash, urticaria, dizziness, balance disorder, diarrhoea, constipation, haematochezia, depression, anxiety, memory impairment, abdominal pain lower, fibromyalgia, osteoarthritis, muscle spasms, ovarian cyst and medical device discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, balance disorder, constipation, depression, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, haematochezia, heart rate irregular, medical device discomfort, memory impairment, menorrhagia, muscle spasms, muscular weakness, osteoarthritis, ovarian cyst, rash, skin irritation, urticaria, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Diagnostic results: on (B)(6) 2014 patient underwent an endometrial biopsy and the impression are -"fragment consistent with endometrial polyp" a transvaginal and transabdominal ultrasound was performed and showed free fluid visible with tha largest pool measuring 18mm x 34mm and indicates two slightly echogenic areas. On (B)(6) 2016 plaintiff underwent a transvaginal and transabdominal ultrasound and report noted small volume of fluid in the rundal aspect of the endomaterial cavity . The essure not visualized. Simple cysts were also noted on both ovaries. On (B)(6) 2017 abdominal xrays were performed and noted there were two essure occlusion devices. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menses"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("vaginal bleeding"), device dislocation ("two essure occlusion devices, which overlie the expected position of the fallopian tube / essure is not visualized") and haematochezia ("blood in stool") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 1 month after insertion of essure, the patient experienced haematochezia (seriousness criterion medically significant), fatigue ("fatigue"), uterine polyp ("endomaterial polyp"), heart rate irregular ("irregular heartbeat"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), muscular weakness ("nuscle weakness"), rash ("rash"), urticaria ("hives"), dizziness ("dizziness"), balance disorder ("loss of balance"), diarrhoea ("dirrhea"), constipation ("constipation"), depression ("depression"), anxiety ("anxiety") and memory impairment ("forgetfulnes"). On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced muscle spasms ("cramping radiating to her left thigh and lower back"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, skin irritation ("skin irritation"), osteoarthritis ("osteoarthritis"), ovarian cyst ("ovarian cyst") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysteroscopy,dilation and curettage with novasure endometrial ablation), surgery (hysteroscopy,dilation and curettage with novasure endometrial ablation) and surgery (hysterectomy and bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, device dislocation, haematochezia, fatigue, skin irritation, heart rate irregular, abdominal pain, dyspareunia, arthralgia, muscular weakness, rash, urticaria, dizziness, balance disorder, diarrhoea, constipation, depression, anxiety, memory impairment, abdominal pain lower, fibromyalgia, osteoarthritis, muscle spasms, ovarian cyst and pelvic discomfort had not resolved and the uterine polyp had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, balance disorder, constipation, depression, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, haematochezia, heart rate irregular, memory impairment, menorrhagia, muscle spasms, muscular weakness, osteoarthritis, ovarian cyst, pelvic discomfort, rash, skin irritation, urticaria, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plantiff repeatedly sought treatment for her symptoms. Plaintiff was scheduled to undergo a hysterectomy and bilateral salpingectomy to treat post-ablation vaginal bleeding on or around (B)(6) 2018. Diagnostic results: on 0809-2014 patient underwent an endometrial biopsy and the impression are -"fragment consistent with endometrial polyp" a transvaginal and transabdominal ultrasound was performed and showed free fluid visible with tha largest pool measuring 18mm x 34mm and indicates two slightly echogenic areas. On (B)(6) 2016 plaintiff underwent a transvaginal and transabdominal ultrasound and report noted small volume of fluid in the rundal aspect of the endomaterial cavity . The essure not visualized. Simple cysts were also noted on both ovaries. On (B)(6) 2017 abdominal xrays were performed and noted there were two essure occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.